Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation of the reported event is currently underway. (Expiry date: (B)(6) 2021) .

Event description:
It was reported that during a biopsy procedure, the device allegedly failed to prime. There was no reported patient injury.

Event description:
It was reported that during a biopsy procedure, the device allegedly failed to prime. There was no reported patient injury.

Manufacturer narrative:
The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. One max-core biopsy needle was returned for evaluation. During functional evaluation the top slide self-activated. An xray showed that the cannula tangs were not fully engaging with the device housing. Upon disassembly, it was observed that both bumpers were bent. Therefore, the investigation is confirmed for self-activation and failure to prime. The bent bumpers likely contributed to the incomplete cannula tang engagement as well as the reported and identified issues. However, the definitive root cause could not be determined based upon available information. The review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (B)(4).